Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has been falling apart and that it falls on the floor and hits the vacuum. Customer stated that her blood glucose is all over the place and she tries to keep her diet in check but she is not sure why she is high. Customer stated that the back part of the belt clip was broken. Customer stated that the issue probably started about 3 months ago. Customer's blood glucose was 504 mg/dl yesterday morning and then 211 mg/dl. Customer's blood glucose went down to 70 mg/dl and up to 171 mg/dl and later 145 mg/dl. Customer stated that she is a very brittle diabetic has had some memory loss. Customer was assisted with getting a new pump.